Manufacturer narrative:
Summary evaluation: the product was not returned for analysis. Photos were provided and evaluated by a company physician. Five photos were provided; 4 dark field photos and one full field illumination photo. All 5 photos show what appears to be media opacification/haze. Based on photos it is not possible to determine if observations are located in the capsule or the iol. The root cause for the reported complaint could not be determined. No determination could be made from the photos provided by the customer. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by a secretary, that a yag laser treatment was performed. The situation got better. No iol sample is expected as the iol remains implanted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that months following an intraocular lens (iol) implant procedure, the lens was blurred. The surgeon said that the lens should be replaced in a second surgery that he will perform. Additional information was provided by the surgeon that the patient reports diminished quality of vision. He also reported that the lens has developed glistenings without postoperative inflammation. The surgeon also noted posterior capsule opacification. The surgeon has requested consultation of a vitreoretinal surgeon who suggested lens exchange.